Event description:
A distributor reported that a user facility filed a complaint for an incident involving an administration set that occluded during a chemotherapy treatment. The occlusion caused an under-delivery of the drug (5fu). The set was being used with a disposable ambulatory infusion pump. The complainant reported observing 5fu crystals at the air vent of the in-line elminating filter. There is no report of pt injury.